Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported).